Event description:
According to the initial reporter, when routed around the digital camera, flickering appeared on touchscreen, and the user was unable to get signal to monitors. This issue was found while prepping the room, no patients were present.

Manufacturer narrative:
There was no reported patient involvement. Therefore, this information is not applicable. D4: there is no established expiration date for this device. The switchpoint infinity 2 is not an implantable device. The switchpoint infinity 2 is not an explantable device. Evaluation summary: the broad data optical extender failed to transmit a dvi signal. This led to video loss to all monitors during surgery. This malfunction could lead to prolonged patient treatment, an inability to treat the patient, as well as annoyance to the user. No patients were present, and there were no adverse consequences as a result thereof. This is not a single use device.